Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for 3 hours their blood glucose level had rose to near 400 mg/dl. It was reported that the cannula had not inserted into the infusion site upon initial activation as well as the cannula was not visible upon removal of the pod. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 15 and was deactivated by the user at the end of the first priming sequence. No abnormalities were observed in the data. The customer reported in the case description that the slide insert did not move forward and the cannula did not deploy. The pod did not finish the activation process and so the cannula should not have deployed and the slide insert should not have moved forward, meaning that the pod functioned as intended. Investigation of the pod found no damages or manufacturing deficiencies that would prevent the needle mechanism and soft cannula from deploying as intended.